Event description:
(B)(6) the consumer claims the device overheated and burned the consumers bottom, clothes and plastic cover.

Manufacturer narrative:
(B)(6) 2022 we have sent a request to the consumer to return the device for an investigation. To date we have not received the device.